Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a percutaneous endoscopic gastrostomy (peg) procedure performed on (B)(6) 2013. According to the complainant, during procedure, the peg tube detached at the transition zone between the hard and soft plastic during placement. No fragments of the peg tube detached inside the patient. The procedure was completed with a new endovive initial placement kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The reported lot number could not be matched to a valid device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a percutaneous endoscopic gastrostomy (peg) procedure performed on (B)(6) 2013. According to the complainant, during procedure, the peg tube detached at the transition zone between the hard and soft plastic during placement. No fragments of the peg tube detached inside the patient. The procedure was completed with a new endovive initial placement kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.